Event description:
Per fax, (B)(6). Valve leaking.per independent repair center statement, unit displaying low o2 or yellow light. The key failure was p.e. Valve for the component valve was leaking. Additional malfunctions were the pilot valve was leaking and the caster was missing.